Event description:
Information received by medtronic indicated that the insulin pump had a multiple motor errors. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
On (B)(6) 2021 customer returned insulin pump for an alleged multiple motor error alarm. Device passed the displacement test and rewind test. However, device received with motor error alarm during the basic occlusion test. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Device history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Unable to verify motor error alarm due to corrupted history file. The following were noted during visual inspection: scratched lcd window and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Confirmed motor error alarm during the basic occlusion test due to loose/flush drive support disk.